Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited an increased pacing threshold a few months following implant and lead migration was observed via chest x-ray. It was noted the lv lead was repositioned and during the revision procedure, the physician observed lv capture failures. The lv output was increased and capture management was reprogrammed to monitor. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was obtained,which indicated the lv lead had exhibited dislodgement and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.